Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Anemia is a known adverse event as listed in the promus instructions for use (IFU). Although, a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: anemia/blood transfusion. Time of adverse event: post stenting procedure. It was reported that post promus stent implant in an unspecified vessel on (B) (6) 2009, the patient had decline in hgb from 9 to 7. The patient was diagnosed with anemia on (B) (6) 2010, and had a blood transfusion on (B) (6) 2010. Additionally, the patient has had two iron infusions. Though requested, no additional information has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.